Event description:
It was reported by service report that the bed exit and scale were not working properly. It is unk if there was pt involvement or if there are adverse consequences to report.

Manufacturer narrative:
Result: two load cells had malfunctioned.